Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer did not consume as much food for the intended amount of bolus delivered. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. The customer's husband, mother, and children provided assistance and the customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.